Event description:
Cormet revision due to pain and immobility.

Manufacturer narrative:
CAPA (B)(4). Pt notes, implant details, x-rays and explant requested. Please note: this issue was reported due to cormet cup but this was coupled with a thr with large diameter mom head which is not cleared for sale in the united states of america (incident is outside USA).